Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after delaying the meal announcement until the end of the ilet¿s 30-minute meal window, after which the device delivered the breakfast bolus and glucose levels were expected to decline. Symptoms included elevated blood glucose to a reported peak of 304 mg/dl without acute clinical effects. Outcomes included no medical intervention, no alerts sustained over 90 minutes above 300 mg/dl, no ketone testing, and no use of backup therapy. Investigation included technical support review, troubleshooting, and user education on proper timing of meal announcements. Investigation of this case revealed user-related use error related to a missed or delayed meal announcement with otherwise expected device function. It was concluded that the event was attributable to user technique and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.